Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaint on the lot number 9845321. In february, we received four sealed samples. These medical device were tested. Balloons were inflated at 10 ml of water during 8 days. No deflation or bursting issue was observed during this period. Balloon bursting issue is known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil product, defect burst from october 2020 to october 2024, 210 similar cases were found. A rmf evaluation was performed based on criq247 - risk identified 11304 (hazardous situation: catheter balloon cannot be inflated (or with difficulty) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the balloon of the catheter burst when filled. The nurse used ampoule of sterile water in the urinary catheter set to fill it.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaints on the lot number 9845321. B3: estimated date.

Event description:
According to the available information, the balloon of the catheter burst when filled. The nurse used ampoule of sterile water in the urinary catheter set to fill it.